Event description:
On 01/03/2008, the pt reported that for the past 6 months the display of his infusion device has been missing segments. He stated that the infusion device has not been exposed to moisture. He stated that he has been using recalled power packs. He is aware of the recall. He was instructed to discard all recalled power packs. Replacement power packs were sent for troubleshooting. Further attempts to follow up with the pt were unsuccessful. Product was requested to be returned for eval.